Event description:
A baxter field service engineer reported an infusion pump with the rate too high on channel b and c. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation occurred on-site. The condition of flow rate too high on channel b and c was confirmed and attributed to the pump head modules. Channel b and c pump head modules were replaced. The pump was returned to the customer fully operational.